Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime process. The customer's blood glucose was 243 mg/dl at the time of incident. Troubleshooting was done. The customer stated that there was no gap between the piston and reservoir stopper. The customer stated that the motor did not slow down nor did numbers ramp up on the screen during troubleshooting. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The reservoir will not be returned for analysis.